Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele repair with tutoplast mesh and rectocele and enterocele repair with tutoplast mesh.

Manufacturer narrative:
It has been reported that following insertion the patient experienced hematuria, uro-epithelial bleeding, recurrent urinary tract infection and chronic cystitis. (B)(4).

Event description:
It has been reported that following insertion the patient experienced hematuria, uro-epithelial bleeding, recurrent urinary tract infection and chronic cystitis.

Manufacturer narrative:
It was reported that when the patient underwent gynecological procedure on (B)(6) 2008 and mesh and tutoplast allograft by tutogen were implanted due to stress urinary incontinence, rectocele grade iii, cystocele grade ii, and possible enterocele. Following insertion, the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. No additional information was provided. (B)(4).